Manufacturer narrative:
Block b3: exact date unknown, event occurred april 2023. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.